Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was repositioned one week later. It had appeared that all of the slack was gone from the lead and it had pulled back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high pacing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.